Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that on sunday, (B)(6), on a new admitted baby, umbilical lines were placed by dr (B)(6). After the arterial line fluids started running through the line it was noticed that the line was leaking. Dr. (B)(6) was notified and she then had to remove that line and place a new arterial line. Again after the fluids were started it was found to be leaking also in the same identical location as the fist one. At this time dr. (B)(6) was the attending and he then had to remove that line and place a third arterial line. The customer was unable to provide the exact lot number of the uvc's, for the first two incidents, but did provide possible lots. Pt status unk at this time.

Manufacturer narrative:
Submit date: 01/20/2012. An investigation is currently underway. Upon completion, the results will be forwarded.